Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time. The customer also reported that the insulin pump had received motor error alarm. He was assisted in troubleshooting and it was reported that he was unable to clear the alarm and unable to complete the insulin pump rewind. The customer was assisted in displacement test and it was passed. The motor error alarm did not recur. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.